Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for an elective device change out procedure due to a battery advisory warning. The device was discovered to be in backup vvi mode during a clinical evaluation. The device was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and no anomalies were observed. The cause of the bvvi was unable to be determined.